Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for six unknown screws. Device was implanted and explanted on unknown dates. Without a lot number the device history records review could not be completed. Six unknown screws were received and evaluated. The screws provided are whole and intact and conform to general requirements for the 02.211.008 family of screws. Because no part nor lot numbers were provided, this complaint is judged to be indeterminate from a manufacturing standpoint.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a first fusion 0 degree plate inserted across the first metatarsophalangeal joint. The patient was non-weight bearing for two weeks and then in a shoe. This implant has broken with a crack originating from the most proximal hole of the cluster of screws in the phalanx, less than 12 weeks post operatively. The implant was removed from the patient, along with six intact screws. This report is for six unknown screws. This is report 2 of 2 for complaint (B)(4).